Event description:
The customer's father called to report that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 209 mg/dl. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Found that the customer had been wearing the infusion set for four days. Advised the father to have the customer change the infusion set every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.